Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. The device had no button response due to corroded keypad traces. The device had minor scratches on the display window, cracked case at display window corner, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, during the night she was attempting to deliver a bolus and the insulin pump had alarmed button error. Customer didn't know her blood glucose level or any significant event which may have caused the device to alarm. She was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. She agreed to return the device for analysis.